Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, damaged blades were found due to normal wear, and the angle hand piece was turned. Angle handpiece, bearing, fins and hose coupling plug replaced.

Event description:
Customer reported that the motor did not have force.